Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found that the device was scrapped due to the recharge antenna failure of the poor recharge quality message and due to fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for a couple weeks not starting probably in the last week of january the patient's (pt) implant battery will go down in a day and a half when it use to stay charged up for 3 days. Pt noted their machine had been going out on them and in the last week or so when pt goes to charge their implant the recharger (rtm) antenna and relay box get hot and over heat. Pt had also reset their controller but they could not charge their implant past 30% for the last day and a half. Pt noted before their equipment would act crazy the pt could charge their implant to 100% and it would last 3 days but lately they could only charge the implant battery to 50% and when they wake up its at 30% battery. Pt noted they called their rep who advised them to reset their controller. Pt had a cat scan a couple weeks ago and it showed the implant was ok. Pt noted when they were first implanted they use to get 60% but now pt gets 100% pain in back (ps understood pt gets 100% pain relief). The patient was sent out a replacement recharger (rtm). No symptoms were reported.